Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported a64 main arm error, 2070 clogging detected during specimen suction by main arm error, 2151 hybrid arm /cup transfer cup pickup failure error, 2256 no rack at sample loader transfer-in position error, 6100(2000) assay operation aborted error and assay result over 10,000 assay start after system close on the aia-2000 analyzer. The customer stated that the errors occurred during patient sample processing. The rack is still processing samples and error 2070 clogging detected during specimen suction by main arm occurred on two samples. Technical support specialist (tss) instructed the customer to allow the racks to complete processing, however error 2256, error 2151, and error 6100 recurred. Tss instructed the customer to perform a full shutdown on the analyzer, then perform an all set home. After rebooting the analyzer, all reported errors recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.